Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 24-nov-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (unknown dose and concentration). It was reported the patient had an infection beginning in (B)(6) 2020. The patient was given antibiotics. The pump and partial catheter were removed on (B)(6) 2020. A portion of the catheter broke off and remained in the patient's body. The issue was resolved at the time of this report.